Manufacturer narrative:
(B)(4). Date sent: 03/26/2021. D4: batch # t5cx7a. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with no staples present and no anvil. The remains of a cut breakaway washer were found in the knife. Nothing unusual was observed in the end effector, anvil, or washer remnant. When the battery was installed the green checkmark was displayed, indicating that the device achieved full firing stroke during use. The device was then reset, loaded with staples, a new washer was placed on test anvil, and fired into a test skin with no issues. No unusual noise was observed during firing and stapling. The staple line was complete, and the staples meet the staple form and release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: was there any other issue noted with the staple line other than leak (malformed staples, staple line missing staples, etc.)? Staple line didn¿t close on small portion. Instrument made a small cracking noise before the final staple. How was the leak controlled? Oversewed with sutures. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)- none. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colostomy takedown the surgeon used at 29 mm powered echelon circular stapler. Donuts were good and thick. There was a leak between 5:00 and 6:00 (referencing position on a clock and colon). Leak was overseen with suture. Second leak test was performed, patient passed.